Event description:
Complainant alleged that during routine testing, the device failed self-test and a red "x" was displayed. Complainant indicated that there was no pt involvement in the reported malfunction.